Event description:
It was reported that during deployment of an endovascular stent graft, the stent graft moved centrally to the subclavian vein. A pta balloon was used to bring the stent graft back to the intended placement site. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.